Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 21 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that disease progression with distal dilatation was observed. There are no endoleaks present. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (disease progression with distal dilatation of the aorta). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with distal dilatation of the aorta).